Event description:
It was reported the device lcd did not work. The issue was found during testing. No patient involvement reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a broken front cover, a cracked tank cover and a damaged pcb (printed circuit board). The customer stated problem was duplicated. During investigation was found a liquid crystal leakage in lcd that is caused by impact. Customer dropped one corner of the device. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem was traced to the user manipulation of the device (impact). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.